Event description:
It was reported via a call from the rn to the clinical support specialist (css) at 0855 mdt, indications for use: acute myocardial infarction. The rn stated that the patient went to the cath lab yesterday morning and the intra-aortic balloon (iab) was inserted through the sheath via femoral with no issues. The patient then went to the operating room immediately from there for coronary artery bypass graft. The patient has been in the intensive care unit since a little after noon and has been supported well on the pump. They had some unspecified alarm issues through the night, so they changed the pump out successfully for pump (B)(4). There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy noted. The patient outcome is the patient supported on iabp therapy. The patient is doing well. Additional information received on (B)(6) 2012 per the biomed department, reported that they were unable to state what the unspecified alarm was. The pump was checked out, found nothing wrong with the pump and it passed all checks. The pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.